Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that that patient presented for follow up. A device interrogation revealed over-sensing exhibited by the right ventricular (rv) lead on stored electrograms. No patient symptoms were reported. Further information was requested but not received.